Event description:
During index procedure the patient had an endeavor sprint drug eluting stent implanted. It is reported that approximately 15.5 months post index procedure the patient suffered a mi. It was not assessed whether this event was related to the study stent.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).